Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined; however it is likely that significant force was applied to the device during removal. A search of the complaint database found no similar complaints for this lot number from the customer. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that post-intravascular procedure; the access sheath detached from the valve during removal. The patient was transferred to the operation room where the sheath was successfully removed with a pair of hemostats by the physician.